Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2009, inratio: 2.3, ref: 3.5, mean: 2.90, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B)(6) 2009. Ist inr = 5.9 2nd inr = 7.0, 3rd inr = 4.8. Per the event details, all inr results from inratio are done within 3 hours. 3.3 inr from the lab was excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Mean: 5.90, sd: 1.10, %cv: 18.64. Since 18.64% cv is less than 20%, inratio meter results pass the criterial for precision. No further testing is required at this time. In-house investigation on returned meter; temp sensing performed and passed. Meter functional test passed. Visual inspection passed. Meter memory verified. Product deficiency not established. No further action required. No corrective action required at this time.

Event description:
Caller alleged discrepant results compared with the lab.